Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician noticed diminishing r-wave sensing on the right ventricular (rv) lead. Initial lead position demonstrated good sensing at 6.5mv and while sewing down the lead, the r-waves started to drop but all other measurements were steady. After approximately twenty minutes, the r-waves had diminished to 1.5mv. The physician stated there was no change in the position or slack at all. The lead was repositioned, and the r-waves were at 11.0mv. Thresholds and impedances were consistent with the previous position. Within fifteen minutes the r-waves had diminished to 6.5mv. Again, there were no changes in positioning or other measurements and the r-waves eventually settled to 2.9-3.5mv. The lead remains in use. No patient complications have been reported as a result of this event.